Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The hcp stated that pump was refilled yesterday and at that time the pump had reached a low reservoir status. Patient went home and pump was still alarming. Agent reviewed information on concurrent alarms and how to silence the audible alarm. The hcp noted that patient was coming back tomorrow. The hcp was not with the patient. Later, the patient was back in the office and agent assisted hcp in silencing the current audible alarm. Actions taken on the call resolved the reported issue.